Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The school nurse reported via phone call of issues with customer's insulin pump. The nurse states the device alarmed for unexpected restart. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 236mg/dl. Motor error alarms were noted in the alarm history. Troubleshoot was conducted. The nurse was advised to contact mother to have the device replaced and returned for analysis. The mother was contacted and the device is being replaced and returned for analysis.